Manufacturer narrative:
The customer contacted siemens to report that discordant, falsely elevated calcium (ca_2) patient sample test results were obtained from an atellica ch 930 instrument. A technical application specialist (tas) was dispatched to the site to assist the customer. Tas observed the discordant test results were obtained after the customer switched to a backup water supply system. The tas instructed the customer to switch back to their primary water supply system and recalibrate the calcium test. No additional discordant results were observed after the switch and recalibration. The tas ran precision studies to verify the instrument performance with acceptable results. The cause of the discordant, falsely elevated calcium (ca_2) patient sample test results was the backup water supply. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
Discordant, falsely elevated calcium (ca_2) patient sample test results were obtained from an atellica ch 930 instrument. The initial test results were reported to the physician(s). The same samples were repeated on the same instrument giving lower results. Corrected patient test result reports were issued to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely elevated calcium test results.